Manufacturer narrative:
After further review of additional information received the following have been updated accordingly.a 7f maxi ld 110 22x4 percutaneous transluminal angioplasty (pta) balloon catheter (bc) had leakage on the hub. There was no reported patient injury.one product was returned for analysis. A non-sterile maxi ld pta f7 110 22 x 4 balloon catheter was received. Per visual analysis, the catheter was coiled inside a plastic bag and the balloon was noted to have a burst. Per functional analysis, a lab sample syringe filled with water was attached to the luer hub of the catheter and successfully flushed. A three-way valve was attached to the inflation lumen port and pressure was applied to the device to inflate the balloon; leakage was observed in the body/shaft. Sem analysis revealed the maxi ld balloon was noted to have a burst condition. Both sides of the cracked show irregular edges elongations at the damage area. Additionally, noted on the cracked surfaces a material transfer was observed indicating that the fusion process was perform correctly. Elongations is a common characteristic in which the device was stretched/pulled, and material tensile overload was induced to the balloon. No other anomalies were found during sem analysis. A product history record (phr) review of lot 82163183 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿luer hub¿ leakage¿ was not confirmed since visual and functional analysis revealed no leakage on the hub. However, ¿balloon burst¿ was confirmed by analysis of the returned device. Per analysis of the device, evidence may suggest an application of stress that exceeded the material yield strength or a tensile overload that led to the damages noted to the balloon catheter. It is likely that procedural factors and vessel characteristics, although unknown, may have contributed to the events reported. According to the safety information in the instructions for use ¿note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A non-sterile maxi ld pta f7 110 22x4 pta balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon has a burst. Also, the body shaft was bent at 54 cm from the strain relief. Per microscopic analysis, sem results shows that the received ¿maxi ld pta f7 110 22x4¿ presented a balloon burst condition. Both sides of the cracked show irregular edges elongations at the damage area. Also, on the cracked surfaces a material transfer was observed indicating that the fusion process was performed correctly. Elongations is a common characteristic of pieces which were stretched / pulled until separation, commonly associated with ductile separations cause by material tensile overload. The available evidence may suggest an application of stress that exceeded the material yield strength or a tensile overload that led to the separation. No other anomalies were found during sem analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f maxi ld 110 22x4 percutaneous transluminal angioplasty (pta) balloon catheter (bc) had leakage on the hub. There was no reported patient injury. During the product evaluation, visual analysis of the device was performed and it was noted that the balloon has a burst.